Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in the clinic for a device check, due to inclusion in the emblem accelerated depletion advisory. It was noted interrogation was slower than normal, then a red screen was displayed on the programmer indicating the device had reached end of life (eol) battery status. Technical services reviewed the device data and confirmed the device was depleting prematurely and recommended replacement for within seven days. Engineering confirmed that if no shocks occur before 19 april, then six shocks would remain available for therapy until 26 april. The local representative noted the device replacement was planned for 21 april. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.